Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, the right atrial (ra) lead would dislodge while removing the stylet. After this occurred multiple times, the lead was removed and a single chamber system was implanted. When the ra lead was removed, it was noted the helix mechanism was not functioning appropriately. No adverse patient effects were reported.